Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to material rupture include, but are not limited to, material properties, inadvertent mishandling during sheath/stylet removal or preparation, interaction with challenging anatomy, and/or interaction with accessory devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the tibial peroneal trunk (tpt). There was a lesion present in the tpt. The lesion was pre-dilated with a 3.0 non-abbott balloon and a dissection within the tpt was noted. The 3.0x28mm esprit btk delivery system was prepared per instructions for use (IFU) without issues and advanced without resistance. During attempted esprit deployment, the device was not holding pressure, and the indeflator was pulled back. Blood was seen inside of the inflation device suggesting a rupture of the esprit delivery balloon. The delivery system was removed with the stent still crimped on the balloon but was expanded when outside the anatomy for troubleshooting. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.